Event description:
It was reported that in the week following the implant procedure, the patient presented to the hospital with complaints of chest pain. Diagnostic imaging was performed which confirmed a small cardiac perforation from the right ventricular (rv) lead. The physician elected to reposition the rv lead to resolve the event. The patient was stable with no additional adverse consequences.